Event description:
It was reported that the patient¿s life 2000 device alerted with a ¿yellow then red¿ alarm (unknown type), ¿possibly low pressure or low gas.¿ additionally, the patient reported she experienced oxygen desaturation ¿she thinks¿ to 40%-50% while using the life 2000 device on the low setting with 10l oxygen bleed in via oxygen concentrator (unknown 3rd party vendor). This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
It was reported that the patient¿s life 2000 device alerted with a ¿yellow then red¿ alarm (unknown type), ¿possibly low pressure or low gas.¿ additionally, the patient reported she experienced oxygen desaturation ¿she thinks¿ to 40%-50% while using the life 2000 device on the low setting with 10l oxygen bleed in via oxygen concentrator (unknown 3rd party vendor). It is noted the concentrator¿s flow meter ball dropped to 9l at this time and the l2k device was no longer alarming. No medical intervention was required for the desaturation, the patient switched to her already prescribed oxygen via nasal cannula and her oxygen saturation recovered to over 90%. The patient is a 75-year-old female with a medical history of copd. Of note, the patient is using more oxygen (10l) then her prescribed amount of 6l. There was no allegation of a device malfunction, and the device is not being returned at this time pending an in-home follow-up visit by a respiratory clinician for possible titration of device settings, as the patient reports it is hard for her to keep her oxygen levels above 90%, as well as ensure proper functionality of life 2000 device. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). The life 2000 device is equipped with safety indicators that provide the user with visual and audible indications of potentially hazardous conditions with the intention that the user will respond to the alert and take appropriate action to rectify the issue. These alarms can be patient-related alarms such as when the patient's measured parameters fall outside of the set limit or can be device related such as in a potential malfunction. Silencing and clearing alarms is a multi-step process that depends on the alarm type and its priority. If an alarm cannot be resolved the IFU instructs to place the patient on an alternate means of ventilation. Additionally, the device IFU states always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below the normal range, the desaturation (possibly to 40-50% spo2) was temporary, medical intervention was not required, and the patient did not report any additional symptoms (the patient recovered at home by switching to the already prescribed oxygen therapy). Furthermore, this event was not life-threatening and there was no report of permanent impairment of body function or damage to body structure; therefore, a serious injury did not occur in this case. The follow-up visit by a respiratory clinician as well as the device inspection is pending, therefore, it is unable to be excluded that the cause of the reported drop in oxygen saturation is possibly related to the patient¿s oxygen needs requiring titration of the device, or a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. If any additional relevant details are received the complaint will be addressed accordingly.